Event description:
It was reported that the patient had an incomplete skin lesion removed on top of left side head and resulted in an infection. Left lead, extension, and the implantable neurostimulator were removed. The devices were discarded. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a-51; serial#: (B)(4); implanted: (B)(6) 2014; explanted: (B)(6) 2022; product type: extension. Product ID: 7482a-51; serial#: (B)(4); implanted: (B)(6) 2010; explanted: (B)(6) 2022; product type: extension. Product ID: 3387-40; lot#: 0202746623; implanted: (B)(6) 2010; explanted: (B)(6) 2022; product type: lead. Product ID: 3387-40; lot#: 0202714466; implanted: (B)(6) 2010; explanted: (B)(6) 2022; product type: lead. Other relevant device(s) are: product ID: 7482a-51, serial/lot #: (B)(4), ubd: 23-sep-2015, UDI#: (B)(4); product ID: 7482a-51, serial/lot #: (B)(4), ubd: 26-jan-2013, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 10-nov-2013, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 10-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.